Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, undersensing was noted during a ventricular fibrillation episode. Reprogramming resolved the issue. There were no consequences to the patient.

Manufacturer narrative:
The device was returned and evaluated. Bench testing was performed and the device was found to be normal. This cardiac signal was able to be sensed normally by the device as observed on the programmer¿s real-time egm. Longevity calculations were also performed and the battery depletion was normal